Event description:
Reporter indicated that a patient had experienced an infection following implantation of vns device. Good faith attempts to obtain additional information have been unsuccessful to date.